Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(4) 2020. According to the complainant, during the procedure, the rubber bands were difficult to release. Reportedly, the kit device was removed, and there was no reported consequences. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the rubber bands were difficult to release. Reportedly, the kit device was removed, and there was no reported consequences. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device code a150203 captures the reportable issue of bands difficult to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that that the handle assembly and ligator head were returned with the device. No damage was observed to the handle assembly itself. The trip wire was kinked, and it was rolled in the handle assembly slot and there was evidence that it was secured in the handle slot. Further analysis noted that the trip wire kinked could occur during the device setup when the slack was pulled or when the unit was tried to release from the endoscope. Additionally, the slack was removed properly, the suture loop was intact and the crimp was present on the trip wire. It was possible to observe that from the ligator head, the suture was detached and was attached to the trip wire. However, the bands were not returned. The suture hole and the ligator head teeth were intact. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.